Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a damaged front response button, causing a missing cover and causing it to be moderately difficult to operate. The root cause of the damaged response button was physical abuse. There was no adverse event that resulted from the damaged monitor.